Event description:
It was noted that the leadless ipg exhibited high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patients blood pressure dropped and left ve ntricular contraction abnormalities were observed. Cardiac effusion was confirmed by echocardiography, leading to a diagnosis of cardiac tamponade for cardiac perforation, and pericardiocentesis was performed. Before the event, there was one contrast injection and one deployment. Routine pacing threshold mapping was performed using an electrophysiology catheter. Poor thresholds were confirmed with pacing failure. While attempting to place the micra while avoiding that area, the event occurred. Blood pressure dropped and the device was implanted successfully, with recovery in the intensive care unit. A blood transfusion was also given. No further patient complications have been reported as a result of this event.